Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received for the report of trocar broke off at shaft. The returned samples were visually inspected. Two samples were found to be conforming and one sample was found to be nonconforming with a small amount of glue present inside the hub. A device history record review for the lot was conducted. There where no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. The evaluation of the returned open samples confirms the broken sample noted by the customer. The report indicated that the trocar broke during surgery. There were no manufacturing issues noted in the manufacturing record review or sample evaluation, therefore a root cause for this complaint cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. An internal investigation has been opened to address reports of a similar nature. Furthermore, the lot complaint history was reviewed for the irrigation tubing; this is the first complaint for the finish goods lot and first for this issue. The device history record review showed that the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that at the end of vitrectomy and membrane peel procedure with a scleral buckle as the surgeon was taking the trocars from the eye, the head portion of the trocar attached to the irrigation fluid tubing broke off at it's shaft. The procedure was completed without consequences to the patient. A product sample was requested for evaluation.